Event description:
It was reported to philips that a table collision was detected and geometry restarted due to high position error on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the high smart drive and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).